Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, pump error followed by pump error (variableinfo = 08) was found in the formatted history file, problem isolated to the electronic stack. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.